Event description:
It was reported that a symptomatic patient presented in the hospital after experiencing an inappropriate shock. The inappropriate shock was caused by detection of svt in the vf zone as noted on a stored egm. Function loss of capture was also observed on the stored egm due to ventricular sensed events occurring at the same time as atrial paced events. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of inappropriate shock and loss of capture were due to programmed settings. The device was tested on the bench as well as using automated test equipment and no anomalies were detected. The device functioned normally as programmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.